Event description:
"Hose leak" is noted on customer repair paperwork. No add'l info was obtainable on f/u with hospital personnel. The hospital contact could not tell co what type of leak occurred. No pt injury was reported.